Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. The active insulin was higher than the corrections suggested. For example, an insulin bolus that patient performed on (B)(6) 2025 at 5:39 a.m. Of 2.6 insulin units. At 6:20 a.m., she was going to deliver another insulin bolus, but the device counted 3.4 of active insulin. The patient stated that she did not deliver any other bolus between this period, nor any other manual bolus. The active insulin is programmed to 03h00; and the time blocks are from 00h00 to 06h00 and from 06h00 to 09h00.